Event description:
It was reported that cgm repeatedly displayed error 42 on pump, with same error occurring three or more times and pump not reset for this issue in the last 24 hours. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode and return it with prepaid label within 10 days, and advised customer to reenter pump settings and reconnect cgm on replacement device, which customer understood and acknowledged.